Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient was revised due to two dislocations. The most recent last (B)(6). The revision was done to increase stability.